Manufacturer narrative:
The internal investigation into strattice lot s11302 included a review of the reported information, review of the device history records and review of the complaint history records. The device was not returned to lifecell for evaluation. Investigation results revealed no remarkable findings with no complaints reported against the lot and no deviations or nonconformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. To date, of the 173 devices released to finished goods for lot s11302, 153 have been distributed. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported that a (B)(6) female underwent a ventral, incisional hernia repair on (B)(6) 2014. Dr. (B)(6) performed the incisional hernia repair on the patient at george washington university hospital in washington, dc. The patient was implanted with strattice lot s11302-103. Five years later, the patient returned the hospital on (B)(6) 2019 and was diagnosed with a recurrent hernia requiring revision surgery at (B)(6) hospital.